Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the flex pc battery was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system failed to start up. Review of system log files shows malfunctioning flex vision pc. Upon troubleshooting, fse found flex vision pc bios battery was low. Philips engineer replaced the bios battery. After replacement of battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.